Manufacturer narrative:
A ge service rep performed an on site investigation and discovered that the fluoro function board is not saving the calibration data. Broken wires in the high voltage cable were also discovered. The fluoro function board and the high voltage cable were both replaced and the rep calibrated the camera and collimator. The system was operating as intended.

Event description:
Customer reported the 9800 system is intermittently giving a collimator iris error during boot-up. No pt injury was reported.